Manufacturer narrative:
Device was not explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
(B)(6) study for chronos reported that a pt with degenerative disc disease was implanted with a matrix and chronos at l4-s1 on (B)(6) 2011. At f/u visit on (B)(6) 2011, it was noted that there was incisional discharge at the surgical site and pt experienced febrile episode. Pt provided levaquin and instructed to cleanse the incision twice daily and keep covered. This is the first of two reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The supporting validation demonstrates that the minimum routine sterilization dose employed by synthes is effective at achieving a sterility assurance level (sal) of 10-6. In the absence of provided lot information for this part number, it was not possible to verify the certificate of processing from sterigenics; however, routine procedures for sterile lot release includes a review of the sterilization vendors documentation to include that the dose requirements were met as specified. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.